Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat paroxysmal supraventricular tachycardia in the right groin, versacross steerable sheath was selected for use. It has been mentioned that abnormal bending of the sheath tip was noted in the right atrial septum immediately after the septal puncture. After rf activation, an attempt was made to cross the septum, but it was unable to cross at the sheath portion. The dilator crossed the septum into the left atrium. The procedure was completed successfully by using a different device. No patient complications have been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. The sheath insertion into vasculature was attempted prior to seeing tip damage.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, and the device flushed properly. During visual inspection, the distal tip of the sheath presented deformation including in one of the sideports. Therefore, the reported allegation was confirmed and its root cause was associated with manipulation issues created by excessive force, what resulted in the wire getting inserted in one of the sideports while been advanced into the sheath. Correction to the initial MDR in block(s) initial reporter phone and initial reporter fax (e1), in section e - initial reporter.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat paroxysmal supraventricular tachycardia in the right groin, versacross steerable sheath was selected for use. It has been mentioned that abnormal bending of the sheath tip was noted in the right atrial septum immediately after the septal puncture. After rf activation, an attempt was made to cross the septum, but it was unable to cross at the sheath portion. The dilator crossed the septum into the left atrium. The procedure was completed successfully by using a different device. No patient complications have been reported. The device has been received at boston scientific's post market laboratory. The sheath insertion into vasculature was attempted prior to seeing tip damage.